Event description:
On june 12th, 2025, candela corporation became aware of a fire reported by a customer in japan. The fire involved candela gentlemax pro device, serial number: (B)(6). There were no injuries to patients, providers, nor clinic staff. A nurse at the customer site called a candela field service engineer to report that there was a "clapping noise" from machine during irradiation. There were no device fault codes, alarms, or error messages displayed. During the call, smoke came out of the machine and the fire alarm in the clinic went off. The clinic owner instructed everyone (patient, doctor, nurses, staff, etc.) To evacuate the building. When the fire department arrived, it was alleged that the "machine caused a fire." The device was removed from the clinic to be evaluated by a third party, and is now enroute to candela headquarters, marlborough, massachusetts, USA for additional testing and failure analysis. The complaint investigation is pending.

Manufacturer narrative:
The device was removed from customer site and evaluated by the national institute of technology and evaluation's (nite), and then a failure analysis evaluation was conducted by candela principal engineering technician. It was confirmed that there are no flammable gases inside or produced by the capacitor. The information suggests that the fire started in the capacitor. The principal engineering technician concluded that the most likely cause of this event was a faulty capacitor. Based on all available information, the most probable cause for this event is cause traced to component failure, where an expected or random component failure without any design or manufacturing issue caused or contributed to this event. Review of risk management documents demonstrate that the reported risk is captured and assessed. No further corrective actions required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.